Event description:
Country of complaint: (B)(6). Tghe blade disconnects. Product was not retained by the facility. No pt injury or prolonging of surgery.

Manufacturer narrative:
U.s reporting agent notified on: (B)(6) 2015. Mfg site investigation: eval on-going.